Event description:
The pt reported experiencing elevated blood glucose of up to 279 mg/dl due to leaky infusion sets. In 2009 at 6:55 am, the pt's blood glucose measured 214 mg/dl and he increased his basal rate by 150% and ate and bolused 16 units of insulin. His blood glucose then ranged from 159-279 mg/dl throughout the day. He bolused through the infusion device in an attempt to lower elevated blood glucose. At 9:50 pm, he changed the infusion set. The following day, his blood glucose measured 49 mg/dl at 7:05 am. The following month, the pt's blood glucose measured 94 mg/dl at 9:05 am. At 2:30 pm, the pt's blood glucose was elevated to 278 mg/dl and the infusion set was leaking insulin. He changed the infusion set and bolused through the infusion set. At 5:50 pm, his blood glucose measured 239 mg/dl and he bolused and went for a walk. At 10:00 pm, his blood glucose measured 102 mg/dl. Six days later, the pt's blood glucose measured 120 mg/dl at 7:45 am. His blood glucose ranged from 239-263 mg/dl, the remainder of the day despite bolusing. At 7:45 pm, the pt found the infusion set was leaking insulin. His normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.